Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 300 mg/dl while wearing the pod between 36 and 48 hours. The patient reported cannula being bent while wearing it on the abdomen. For treatment, the patient changed out the pod and gave correction bolus. The pod was leaking.

Manufacturer narrative:
The device was received fully deployed. No bends or kinks were observed in the soft cannula. The formed needle was slightly extending from the bottom housing but was observed to be inside the needle well. This did not interfere with the ability of fluid to freely pass through the fluid path and out the cannula during fluid path testing. The distal tip of the soft cannula was manually occluded to perform a leak test. Upon rotation of the ratchet gear, no leaks were observed throughout the entire fluid path. Multiple attempts to download the device failed: by activating the fill sensors & hook switch cups; by providing external power supply to the bottom battery and middle battery ; by providing external power supply to the pcb. The exact cause of data loss could not be determined. Inspection of the pod found damage on piezo element, ratchet gear teeth, and reservoir cap. The formed needle was not seated in the slide retract with damage observed on the mechanism rail. Cracks were observed on the pcb. The damage observed on the upper and underside of the top housing lined up with the damage on the piezo element, reservoir cap, ratchet gear and slide retract indicating post use damage.